Event description:
Patient had been diagnosed with 7.5mm hepatic artery aneurysm and a popliteal aneurysm. Patient also had bilateral iliac aneurysms. A 16-16-88l limb extension and 20-20-55l limb extension were placed in the right iliac. Another 16-16-88l limb extension and 20-20-55l limb extension were placed in the left iliac. A palmaz stent was also placed on the left side. Both sides had good results. The next day while in recovery, the patient had a heart attack and died.

Manufacturer narrative:
Information for additional limb extensions: device 2) model no. 20-20-55l, lot no. W09-0384-014, expiration date: 3/1/12. Device 3) model no. 16-16-88l, lot no. W09-0205-021, expiration date: 3/1/12. Device 4) model no. 16-16-88l, lot no. W09-0205-022, expiration date: 3/1/12. Review of lot records/work orders, prior to reports. No issues were noted. Patient had history of hypertension and stroke. Use of palmaz stent is off-label. No conclusion can be drawn.